Event description:
During a remote follow-up, episodes of noise due to electromagnetic interference (emi) resulting in far-field r wave oversensing and automatic mode switch were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that an increase in the pacing and defibrillation impedance were observed on the device. Additionally, episodes of myopotential oversensing were observed on the device. Provocative testing was performed, but the oversensing was unable to be reproduced. No further intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. Additionally, provocative testing was performed, but the noise was unable to be reproduced. The patient was stable.

Event description:
Additional episodes of myopotential oversensing, far-field r wave oversensing, and automatic mode switch were observed on the device. No intervention has been performed at this time. The patient was stable.